Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod for approximately 26 hours. When removed from the infusion site, the cannula was broken and half of the cannula was stuck inside of the insertion site (abdomen). The patient works at the (B)(6) hospital and went to the emergency room. The rest of the cannula was not removed from the patient's body and they are waiting for the cannula to grow out on it's own. Patient claimed "the body normally rejects such things and they might not take it out themselves." Patient applied jod ointment for treatment.